Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. Additionally, tissue damage is listed in the instructions for use as known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, after the clip grasped the leaflet, the anterior leaflet tore. Leaflet insertion was assessed, and it was observed that the anterior leaflet was torn out from the clip. Therefore, the clip was re-positioned to grasp the torn leaflet and reduce mr. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.